Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly during a visual inspection. No unexpected numbers were observed ramping/scrolling during testing. The unit had a minor scratched liquid crystal display window, cracked case at the display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to rain water and had an unresponsive keypad. The customer did not know the blood glucose reading. He stated that the insulin pump was giving her crazy numbers. He did not see visible moisture in the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.